Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The engineer reported that the handpiece did not overheat but displayed a bias-current warning on the console and had a corroded motor cartridge.

Event description:
It was reported that during testing at the user facility the micro reciprocating saw was warming up. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility, the micro reciprocating saw was warming up. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.